Event description:
Pt had removal of silicone gel breast implants due to capsular contractures. The right capsule was removed intact and the implant was ruptured within the capsule. There was no free silicone in the remaining breast tissue. The left capsule was removed intact and the implant appeared intact within the capsule but had a sticky gel-like film surrounding it. The breast tissue showed no silicone present outside of the capsule. Both capsules were markedly calcified. Right breast implant weighed 150 mgs. Left breast implant weighed 150 gms.